Event description:
It was reported that an unspecified cartridge alarm occurred. Customer performed a pump reset and changed pump supplies to address the issue. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.